Event description:
It was reported that the epidural was being used on a labor and delivery pt. The needle was inserted for epidural anesthesia; needle broke off from hub.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.